Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a constant tone. The customer¿s blood glucose was 130 mg/dl at the time of incident. Customer was getting constant tone on the insulin pump and the buttons were unresponsive. Customer was unable to confirm if the time is advancing due to battery has been removed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Act and esc buttons did not respond due to unlock on the lcd keypad connector. Pump was monitored and no constant tone anomaly noted. Time advanced properly.